Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
3 months after a patient underwent a surgical procedure, the acetabular cup got loose along with the screw.

Event description:
3 months after a patient underwent a surgical procedure, the acetabular cup got loose along with the screw.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
3 months after a patient underwent a surgical procedure, the acetabular cup got loose along with the screw.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Based on the given bony situation of the traumatically changed acetabulum, the acetabulum itself overall was less suitable for anchoring a cementless press-fit cup thus leading to loosening after a relatively short period of time. A material or a product failure is not assumed in this case.